Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown plate, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: glassner, p., and tejwani, n. (2011, february). Failure of proximal femoral locking compression plate: a case series. J orthop trauma, 25:76¿83. The authors conducted a retrospective chart review of ten patients at level one trauma centers and tertiary referral hospitals who underwent open reduction and internal fixation with a synthes device, proximal femoral locking compression plate (pf-lcp). Seven case studies, average patient age 56.7 years (range, 36-72 years), were presented. A (B)(6) female with multiple medical problems presented with a painful left hip and knee after intramedullary fixation of an intertrochanteric femur fracture performed six weeks prior. The patient underwent removal of hardware and was implanted with a six hole pf-lcp. She presented with pain five days postoperatively. Radiographs showed implant failure with subsidence of bone around the plate with increased varus. The pain level of the patient persisted, rated at seven out of ten. Repeat x-rays at 22 weeks showed continued fracture healing with stable implant position. At 26 weeks, the patient reported pain largely when trying to lie on her side. The authors concluded that there appeared to be a high failure rate even though the devices were implanted by experienced surgeons. They indicated the implant failures may have been due to technical issues and patient factors. This is report 1 of 1 for complaint (B)(4). This report is for an unknown proximal femoral locking compression plate.